Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) channel. Additionally, a gradual increase in pacing impedances has been observed since a prior ablation procedure. Pacing impedance measurements remain within normal limits. Boston scientific technical services (ts) was consulted and troubleshooting recommendations, including evaluating system integrity via x-rays and evaluating measurements during provocative maneuvers, were provided. The patient will be brought in for a follow-up to perform the recommended testing. The ICD and the rv lead remain in service. No adverse patient effects were reported.